Manufacturer narrative:
Zimvie complaint number (B)(4) a4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #4 went into sinus. The doctor was able to retrieve the implant from the sinus.